Event description:
The hospital reported that a non-sterile sample was accidentally used in a radiology procedure. It was labeled non-sterile.

Manufacturer narrative:
The hospital reported that a non-sterile sample was accidently used in a radiology procedure. It was labeled non-sterile. Deroyal: labeling was reviewed and it was confirmed that the product was marked non-sterile. The paperwork with the sample also states "do not use on pt, this sample only to be used to verify component assembly." This occurrence was determined to be an end user error.